Manufacturer narrative:
(B)(4).

Event description:
During a patient use event, the user is questioning the "analysis interrupted" prompts, the announcement of "artifact detected" and the interruption of CPR. The patient outcome is unknown.